Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to motor error alarm. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had insulin squirting out during the manual priming process. The caller also reported that no numbers came up on the display during priming. Blood glucose level at the time of the incident was 240 mg/dl. During troubleshooting, the caller was unable to resolve the problem. Customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.